Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom system error 105 alarms and experienced the alarms during the evaluation, determined to be caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no pt involvement.